Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that after they placed the permanent cardiac device and turned the stimulator on when the stimulator was causing obvious jumping in the abdominal region, like muscle contraction type movement of the abdomen. The health care professional stated that they wanted to have someone come interrogate the device. There were no further symptoms reported or anticipated.